Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial dry with residue/debris on product. Visual inspection no visual damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -8.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. Refractive surprise was observed. On (B)(6) 2023 the lens was exchanged for a same model and size lens with different power and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).